Manufacturer narrative:
The lead was returned with no reported event. As received, a partial distal portion of the lead was returned in one piece. An external insulation abrasion was found distal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion was due to friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis. Wear problem.